Manufacturer narrative:
Device is combination product. Device evaluated by MFR: device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR 2134265-2017-07370, 2134265-2017-07372, and 2134265-2017-07387. It was reported that stent blockage , heart attack and chest pain occurred. In (B)(6) 2008, four taxus® express²® stents (2.75x24mm, 3.00x24mm, 3.00x24mm, 3.5x20mm) were implanted in one vessel or one of the bypass vessels, stacked one on top of the other. In (B)(6) 2013, a catheterization was done after a slight heart attack confirmed blockage of at least one, perhaps three, of the implanted stents. The patient does not believe any corrective measures were taken other than medication to slow the heart and ease any pain. In (B)(6) 2017, a second catheterization was performed confirming the blockage. No corrective action was taken. In both cases it was noted that collaterals around the blockage had developed. The patient has limited physical activity due to chest pain.